Manufacturer narrative:
Investigation of the reagent kit lots did not identify any product issue. Based on the information currently available in this case it is likely the discrepancy alleged is due to sample specific factors and differences in technology. (B)(4).

Event description:
A us customer alleged generation of discrepant results when testing 4 samples with cobas sars cov-2 test for use on the cobas 6800/8800 systems compared to results generated on the cobas liat system and the alinity platform. The initial test on the cobas liat and alinity system was positive for sars cov-2. When re-tested on the cobas liat system, only 3 of them reproduced the positive result. Repeat testing on the diasorin system generated negative results for all 4 samples. A second sample was re-collected and tested negative. The liat positive results were reported. The samples were collected using nasopharyngeal, vtm 3ml viral transport media m4 by remel; the method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of 0.9% physiological saline. Investigation performed on the customer provided data did not identify a product problem related to the customer allegation.